Event description:
A customer reported an event of odor emitting from the sterrad 200 system. A healthcare worker reported symptoms of "headache". The hcw was pregnant at the time and delivered prematurely. Anecdotally, she was in a car accident two weeks prior to her delivery. The hcw did not seek medical attention for the headache. It is unknown if the premature delivery was related to the car accident, the odor/smells or other physiology. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012. In the event additional information is received a supplemental medwatch report will be submitted. Related complaints: (B)(4). This is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2012-00125 and 2084725-2012-00128 and 2084725-2012-00129.

Manufacturer narrative:
Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. ¿ the DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ the service history for this unit for the past 6 months (06/06/2012 to 12/03/2012) revealed a significant trend as a total of 6 complaints were reported for this single issue. ¿ the trend of the product malfunction code odor/smells was completed from september 2012 through august 2013 and revealed a significant trend which was addressed through CAPA. ¿ the trend of the product malfunction code human reaction was completed from september 2012 through august 2013 and revealed a significant trend which was addressed through CAPA. ¿ the fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is 128 which is greater than the acceptable limit. A CAPA was opened to address this issue. ¿ the hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. ¿ the shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practicable for exposure to odor or odorants. ¿ the CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system. (2) the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. The asp field service engineer replaced the vacuum pump, catalytic converter and oil mist filter. An asp team comprised of quality, research and development and field service completed a customer site visit. It was discovered the ventilation in the room where the sterilizers were located was inadequate and did not meet asp's specifications of 10 air exchanges. Also, the room conditions progated an uncomfortable increase in temperature and humidity as five sterilizers were located in the room together. No oil mist or abnormal hydrogen peroxide emissions were detected. The unit was left in working order. ¿ the vacuum pump was returned and tested. The vacuum pump passed a test cyle and exhibited no odor. ¿ the catalytic converter was returned and tested. The catalytic converter exhibited a strong odor. The reason for return of the catalytic converter was confirmed. ¿ the oil mist filter was returned and tested. The oil mist filter exhibited a strong odor. The reason for return of the oil mist filter was confirmed. Asp will continue to track and trend this issue.

Manufacturer narrative:
Ni